Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown. The troubleshooting was performed for the pump alarm and they were clear the alarm and complete the rewind. The customer stated that the alarm was occurred after inserting the new battery. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted.